Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 14 mmol/l (252 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Information on treatment was not provided. The patient mixed up their used pods and is unable to determine which pod is associated with the alleged event. The pod will not be returned.